Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and calcified left circumflex artery. After pre-dilation, a 3.50x24mm promus element¿ plus drug eluting stent was advanced but friction was encountered. The device was removed and the physician found that some struts in the mid section of the stent were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.